Manufacturer narrative:
(B)(6). Patient country: south africa.

Event description:
Unomedical reference number (B)(4). Event occurred in south africa. It was reported that patient faced infusion set occlusion event on 25-jun-2024. No further information available.